Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (damaged response module) has been confirmed. Upon eval, the rear response button flex connector was found to be defective. The root cause of the defective flex connector cannot be positively identified. No adverse event resulted from the damaged response button. The pt received a replacement monitor.

Event description:
A (B)(6) old female pt contacted zoll customer support to report defective response buttons. The pt was issued a replacement monitor.